Event description:
Lower than expected valproic acid results were obtained from a patient sample using vitros valp reagent on a vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result was reported to the clinician and corrected reports were issued. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation into this event determined that the biased valp result was obtained from a single patient sample processed on the vitros 5,1 fs analyzer. However, based on within run precision testing, valp calibration data, and quality control results obtained prior to and after the biased patient result was obtained, there is no indication that the vitros 5,1 fs analyzer and the valp reagent lot are not performing as expected. The root cause of the event is unknown.